Event description:
Doctor was attempting to implant arthrex suture anchor biocomposite push lock ar-2923bc in left knee. Anchor not acceptable. Upon removing anchor, small piece of biocomposite material not found. Stated that piece came out of knee and landed on floor. Thorough inspection of knee joint was performed without success of locating item.